Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomena occurred due to a communication failure caused by a cable malfunction. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head does not function on white balance. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to defective cables. Additional findings are as follows: error e224 displayed on the monitor, however the image was present. There were faded labels on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.